Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure, which was completed after a system restart with a delay. The philips remote service engineer (rse) analysed the system remotely and with the customer's assistance, reloaded the operating system and software on the flexvision pc. However, the problem persisted, revealing a hard disk drive error. A review of the system logfiles found that the host pc was not connecting to the flexvision pc. Subsequently, a philips field service engineer (fse) performed an onsite inspection and determined that the hard disk was failing. The fse replaced the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.